Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin leaking at the end of the reservoir. Advised the customer that the reservoir would be replaced. Nothing further was reported.